Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphoma- alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿had an MRI which showed multiple cysts in both breasts, pain, getting sick, back problems, shortness of breath, lyme disease, thyroid issues, had a mold test that came back positive for mold, and breast implant illness".

Event description:
Patient reportedly ¿had an MRI which showed multiple cysts in both breasts,¿ pain, as well as developing lymphoma; pathology has not been received and the markers of cd30+ and alk- have not been reported/confirmed. The following patient reported events have been deemed not related to the device: ¿getting sick¿, ¿back problems¿, ¿shortness of breath¿, ¿lyme disease¿, ¿thyroid issues¿, ¿had a mold test that came back positive for mold¿, and ¿breast implant illness¿. Affected side is left. The device has been explanted.